Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-04951. Related manufacturer reference number 1627487-2020-01827. Additional information received identified that patient¿s cervical system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04951. It was reported that patient lost stimulation. System diagnostics recorded high impedances. Attempts to reprogram the patient were unsuccessful. With x-rays, the physician could not confirm header connection. Surgical intervention may take place to address the issue.